Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, ablation was performed for all four pulmonary veins. Post-operatively, the patient vomited. The day after, x-ray images confirmed that gastrointestinal fullness occurred but complete paralysis did not occur. The patient was then discharged. After two weeks, the patient underwent a gastrofiberscope and it was confirmed that there was food residue in the stomach even though the patient did not eat anything the night before the procedure. At the three-month follow-up post procedure, the stomach full of food residue was confirmed by CT scan images. The patient always had a feeling of fullness in the stomach and was able to vomit if intended. The patient was given medications to promote gastric emptying and gastric motility and was placed under observation. Post procedure, atrial fibrillation did not occur. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files do not relate to date of the event. The balloon catheter 2af284 / 83202 was not returned. This is a clinical issue (vomiting and gastrointestinal fullness) encountered post procedure. No product malfunction reported. In conclusion, there is no indication of product malfunction and no product was returned. Clinical issue (vomiting and gastrointestinal fullness) were encountered post procedure. If information is provided in the future, a supplemental report will be issued.